Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to reports of pain with, and without, device use. It was reported to be related to device placement. The device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4), 2012.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6), 2011 as previously reported. This report is filed (B)(4), 2011.